Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, at approximately 8:00 am, the patient awoke to a low glucose alert. The cgm displayed a value of 66 mg/dl, which the patient believed was inaccurate. The patient proceeded to the kitchen to eat breakfast and, prior to eating, administered 5 units of lispro and 50 units of humalog. No fingerstick blood glucose measurement was performed before dosing insulin. After some time, the patient¿s cgm indicated another low glucose alert (exact value unspecified). The patient began experiencing dizziness, lightheadedness, and loss of balance. She attempted to reach for honey on the counter but collapsed and lost consciousness before she could treat the low. After an unspecified period of unconsciousness, the patient regained consciousness and called paramedics. Upon ems arrival, a fingerstick test showed a blood glucose level of 22 mg/dl. The cgm at that time was not documented. The patient was transported to the emergency room, where she was treated with IV glucose. The sensor was discarded at the hospital. The patient remained hospitalized and was discharged on thursday, (B)(6) 2026. At the time of follow-up, she reported feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.